Event description:
Per the clinic, the patient experienced skin breakdown and an extrusion near the incision site. Subsequently, the device was explanted. There are no plans to reimplant the patient with a new device as of the date of this report.